Manufacturer narrative:
The incoming inspection could not verify the heating of the device, the pre-temperature testing could not be performed due to the motor failure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device has not been returned for evaluation or servicing. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer repair request indicated the em210 stylus motor overheated prior to use, there was no patient impact.